Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device was not returned for evaluation. The clinical/medical investigation concluded that, per complaint details, the patient has developed excessive scar tissue in the knee since the surgery ((B)(6) 2022). The patient reported ¿receptive to 2-mercaptobenzothiazole in plastics¿ and inquired if present in any of the knee components. As of the date of this medical investigation, the requested information/medical documentation has not been provided; therefore, no contributing clinical factors were identified. Of note, post-surgical scar formation (/fibrosis/arthrofibrosis) is a known occurrence and is not indicative of a device malperformance. The patient impact beyond the reported excessive scar tissue formation post-total knee arthroplasty cannot be determined based on the limited information provided and it is unknown if the patient has sought medical attention for the reported event. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records including the material composition, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for use documents for knee systems provides complete guidelines of indications, contraindications, warnings and precautions and possible adverse effects that may occur preoperative, during surgery or post operative. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative healing issue and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, after a tkr was performed, the patient developed excessive scar tissue in the knee since the surgery. The patient is also receptive to 2-mbt in plastics. It is unknown how this issue is being addressed.